Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The device had scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 15.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.